Manufacturer narrative:
Batch records, final and qc product were reviewed for lot cov1110218. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection complied with the dmr. Retained samples were checked and no abnormalities were found and met with the qc criterion. The issue could not be reproduced.

Event description:
False negative result(s). On (B)(6) 2022 we used the flowflex test (lot #cov1110218) to test my husband who was on days 5 and 6 of covid. On both days, the flowflex test was negative. On both days, we did a second test using ihealth and binax to confirm the negative result, and on both days the second test was positive. Meaning, the flowflex tests did not detect covid, when the two other rapid tests did.